Event description:
Patient suffered from recurring hip dislocation. Decision was made to revise acetabular component. After removing femoral head, surgeon noticed corrosion on femoral head and possible bulging on inside of acetabular liner, which may have been the cause of the dislocation.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.